Event description:
New information states that the lead was explanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in atrial fibrillation and was admitted to the hospital. The right ventricular lead exhibited low sensing, high capture, under fluoroscopy the lead was found to be dislodged. The device was reprogrammed. During the night the patient went into cardiac arrest and was reprogrammed. The patient would be transferred into another clinic where the repositioning would be performed. The physician referred the dislodgement of the lead was provoked by abrupt shoulder movements of the patient. No intervention had been confirmed.